Event description:
Caller reported damage to the pump housing, specifically at the usb port and pins. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.